Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device evaluation found whitish foreign material inside the air/water cylinder, air/water tube, inside the light guide lens, and at the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material could not be identified. It was confirmed that there was no deviation from the information for use (IFU) reprocessing steps, and there was no physical damage found in the area where the foreign material remained. It is likely that physical/chemical stress resulted in damage to the adhesive around the light guide lens, allowing moisture to enter and stain/corrode the lens. However, a definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): IFU states detection methods in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection; IFU states prevention measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the air water tube, air water cylinder, light guide lens and distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.